Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement was (B)(6) 2014. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. The jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. The new jejunal tube was placed on (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement was (B)(6) 2014. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. The jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. The new jejunal tube was placed on (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.